Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The identity of the impacted product was revealed through the receipt of the device. The impacted product, previously reported as unknown, is a mentor smooth round spectrum 425cc saline prosthesis. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: a manufacturing record evaluation (mre) was performed for the finished device number 5534522, and no non-conformances related to the reported complaint were identified. During the visual evaluation, an area of missing material measuring approximately 0.3 cm x 0.2 cm was observed on the posterior view. Leak testing was performed, and it revealed a tear at the juncture of the shell and patch. Microscopic examination was performed in the tear, and the cause of the rupture could not be identified. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation/chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with an unknown mentor smooth saline prosthesis experienced left sided deflation post procedure. The patient noticed that after a mammogram the device had flattened. The patient visited the physician¿s office and received a medical diagnosis for the deflation. As a result, and explant was performed on (B)(6) 2020.